Manufacturer narrative:
The technician asked the account to isolate the siderails one at a time. The account isolated the siderails but the alleged problem remained. Technician asked the account to isolate the testport cable. No further info is available on the repair of the bed at this time.

Event description:
The account alleged that after raising the head section the head will run down unintentionally. No injuries reported.